Event description:
Reportedly, after more than 9 years of implantation, the device interrogation could not be completed during scheduled follow up on (B)(6) 2012. It was found in standby mode on (B)(6) and could not be re-initialized. Therefore the device was replaced. This device was listed in the field safety notice issued in (B)(6) 2005 on symphony / rhapsody related to metal migration (group no. 2). This was recorded under recall number z-0266-06 and recall number z-0267-06 in the united states.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.